Event description:
It was reported that gastrointestinal videoscope had image with snowflakes and no image. The issue was identified during device inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure image had snowflakes, screen to become noised was confirmed and no image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen to become noised. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image had snowflakes screen to become noised due to ultrasound plug not good and for the no image the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.